Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An adverse skin reaction was reported with the wear of the abbott diabetes care (adc) device. The customer experienced pain bleeding, and an infection at the adc device insertion site and was unable to self-treat. A non-healthcare professional (non-hcp) cleaned the device insertion site and applied antibiotic salt for treatment. There was no report of death or permanent impairment associated with this event.